Event description:
Ous MDR - this lead dislodged and was found coiled up at the entrance of the cephalic vein, due to poor fixation. The date of implant was not provided.

Manufacturer narrative:
Ous MDR.